Event description:
During an axillary angiogram procedure, a portion of the guidewire coating sheared off and remained in the subcutaneous tissue of the pt. No retrieval attempts were made, the physician felt it would not cause any sequelae because of the location. There were no pt complications involved. The physician was not able to recall whether an entry needle had been used, however the radiology tech thinks that they did.